Manufacturer narrative:
Details of complaint: on (B)(6) 2021, the customer at dignity health reported the following issue with pu-621ra; sn-(B)(6), from patient monitoring: cns will freeze on occasion. They also stated that when this happens an hdd related error would appear on the screen. Requesting to order (2) new hard drives. Investigation summary: when hard drives fail, this failure can manifest in different ways. There can be an error message, or the device may reboot, or the device screen could "freeze." The unit may sometime then restart, or the device may need to have the hard drive replaced. Sometimes the unit can be rebuilt by the backup disk (i.e., the system has raid (redundant array of independent disks - which puts multiple hard drives together to improve performance)). Hard drive failures probably attributable to reaching the end of expected useful life (approximately 20,000 hours of use - every two years). In this incident, the device has been in use for eight and half years with no history of hdd replacement, and hard drive degradation is a high possibility. The overall risk of this event, taking into consideration of severity and probability, is "medium". The reported issue does not require further investigation through CAPA process. Hha has been completed for the cns-6201a hard drives failure. CAPA 19-022 was initiated and rejected based on rationale provided in hha 20-001.

Event description:
The customer reported that their central nurse's station (cns) will freeze on occasion.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) will freeze on occasion. They also stated that when this happens an hdd related error would appear on the screen. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) will freeze on occasion.